Event description:
The user facility reported an impella cp in a 77yo female patient for mechanical circulatory support. It was reported that she was having positional issues with the cp by the morning time. Labs were continually hemolyzing and was brought to the or for a 5.5 upgrade. Once the devices were switched out, labs were sent. No additional information was provided.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted. The instructions for use states the following: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ the failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05905.